Event description:
It was reported that the screw stripped and broke while inserting. It was replaced with an 8 x 28mm and inserted successfully. Some fragments still remain in patient. Acl surgery.

Manufacturer narrative:
The intraocular lens remains implanted. A fiber was removed from the implanted lens and received for material analysis. Fourier transform infrared spectroscopy (ftir) of the fiber shows the material is a polyethylene. Polyethylene is not used in the manufacture or packaging of iols or cartridges. Source of the fiber unknown, but does not appear to be related to the manufacturing process. All information currently available is included in this report. Iol remains implanted, fiber analyzed.

Event description:
It was reported that the physician observed a fiber on the intraocular lens after implantation. The fiber was removed, lens remains implanted. Patient complained of a puffy, swollen eye 4 days post-operative and was referred to a consultant for treatment.

Manufacturer narrative:
The iol remains implanted. The fiber was removed during initial surgery and retained by the operating surgeon. The intraocular lens was but one of many products introduced into the patient's eye during the surgery. At this time we are not able to definitively determine the source of the fiber or it's causal relationship to the adverse event. Patient was treated with rx medications, her outcome is unknown.